Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated estradiol results generated by the access 2 immunoassay system for several patients' samples. The initial estradiol results were ">4000pg/ml". However, the actual patient results were not supplied. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer called bci hotline and while troubleshooting it was discovered that a reagent pack was mis-loaded and therefore in the incorrect slot of the reagent storage carousel. Bci cts (customer technical support) assisted the operator in locating and removing the mis-loaded reagent pack. Service was not dispatched for this event since routine troubleshooting resolved the issue.